Event description:
The manufacturer received information alleging a failure during system verification testing on a ventilator. The complaint was submitted in relation to follow-up repair for field corrective order and was received from a third-party service provider. The device failed the active exhalation verification test, with recorded values outside the acceptable range. At this time, the device has not been returned to the manufacturer for evaluation, and no additional diagnostic information has been provided. A follow-up repair is scheduled to be performed by the third-party service provider. A supplemental report will be filed if additional information becomes available following evaluation or repair.